Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause was traced to a component failure. In addition, adhesive wear around light guide and objective lens were observed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, there was a gap in adhesive area between server plug-in and distal end. Adhesive around light guide lens and adhesive around objective lens had wear. There was no patient involvement.